Event description:
It was reported that "patient did well following fixation with the implant for a subtrochanteric, intertrochanteric fracture, but the hardware was removed after patient healed. Following removal of long gamma nail within 6 wks, patient developed a femoral neck fracture right where the threads meet the shaft on the lag screw. Two patients, same problem. No avascular necrosis."

Manufacturer narrative:
Device was discarded by the hospital when it was removed. Additional information is not available. If additional information is received, it will be reported on a supplemental report.